Event description:
Additional information was received 17nov2022: as reported, the balloon was placed transvaginally, the device was handled by toothless ovoid forceps, blood loss before device placement was about 700ml, and the accumulated blood loss after placement was about 1000ml, the patient was hemodynamically stable when the leakage occurred, and no transfusion or surgical intervention was required as a result of the blood loss.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, after a bakri tamponade balloon catheter was placed and filled with water, a "pinhole" leak was discovered in the balloon. The device was immediately replaced with a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event. Additional information was received 17nov2022: as reported, the balloon was placed transvaginally, the device was handled by toothless ovoid forceps, blood loss before device placement was about 700ml, and the accumulated blood loss after placement was about 1000ml, the patient was hemodynamically stable when the leakage occurred, and no transfusion or surgical intervention was required as a result of the blood loss. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. One bakri tamponade balloon catheter was returned for evaluation. The balloon was leaked tested, and a small tear in the distal end of the balloon was observed near the glue bond. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. There has been one other reported related complaints for this lot number. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Reviews of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The product IFU provides the following information related to the reported failure mode: "how supplied": "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided and the results of the investigation, cook was unable to determine a definitive cause for this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after a bakri tamponade balloon catheter was placed and filled with water, a "pinhole" leak was discovered in the balloon. The device was immediately replaced with a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.